Manufacturer narrative:
The raw material certificate of the headed pin (batch number 2000365) complies with standard en 10088-3. The review of the manufacturing history records shows that the devices have been manufactured according to our specifications and drawings. The parts have been inspected during manufacturing process and no anomaly was detected. Sales analysis shows that all the batch (B)(4) headed pins) has been put on the market since november 05th, 2021, without other incident reported. The review of the internal vigilance database since 2009 show 4 others incidents, the rate is (B)(4). Traceability data indicate that the headed pin are on this healthcare facility since 2.6 years old. Analysis of the device by the r&d department shows a break in the middle of the headed pin. Only the proximal part of the device has been returned (distal part remain implanted). The returned part shows traces of oxidation at the heart of the broken part of the headed pin. Without passivation at the heart of the material, the presence of oxidation is not abnormal after sterilization of the medical device. No trace of oxidation was observed on the surface of the headed pin. Analysis of the other headed pins returned from the healthcare facility (5 other pcs) shows: 2 headed pins showing signs of buckling. 3 headed pin show no particular signs of damage. Good visual condition. By rolling test, the broken headed pin doesn't shows signs of buckling. The breakage does not appear to be due to wear or fatigue failure, but could be due to stresses beyond the material's elastic limit. In the absence of the complete device, the analysis of the device remains incomplete. In conclusion and according to the element in our possession, the cause of the headed pin breakage cannot be precisely identified. The hypothesis of cause identified in previous customer complaint shows that breakage occurs when a twisted headed pin is used, or when the headed pin has been in use for more than 2 years. The other headed pin on this healthcare facility were changed in preventive action.

Event description:
During the surgery on (B)(6) 2024, the headed pin broke off into the patient's femur. The broken part remained implanted.